Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the reason for call was to get MRI information. The caller stated that the patient claimed that the ins is dead and has not been working. The caller was an MRI tech and did not have details about any issues with the implanted device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. No further complications was reported at this time.